Manufacturer narrative:
The suspect medical device was returned; an evaluation was performed. The complaint was confirmed, and the root cause was determined to be lack of adhesive placement during assembly. A complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the process of inflation, the handle was found to detach and became disconnected from the device. The device was reassembled to complete the procedure. No patient injury.